Event description:
Clinical review/rationale: an impella cp was to be placed via the femoral artery for the 34-year-old female patient who had been admitted in with cardiomyopathy and cardiogenic shock, presenting in scai stage e shock. Upon accessing the femoral the team noted the 14fr introducer sheath had a portion of the sheath break, the breakage lead to a profuse groin site bleed. The team placed a new sheath to achieve hemostasis. The pump supported for 4 days and was then weaned and explanted. No further treatment was noted for the bleeding. The introducer damage and associated blood loss will be reported for the delay; however, the exchange was performed with no lasting consequence to the patient and support.

Manufacturer narrative:
The introducer was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
B3: updated date of event.

Manufacturer narrative:
D1. Brand name updated. D4. Catalog updated.

Manufacturer narrative:
B3: updated date of event to the correct date that was reported in the initial report. D4. Catalog updated to the correct information that was reported in the initial report. This is one of two related reports. This report represents the introducer and another report was submitted to represent the pump.

Manufacturer narrative:
Major bleed / fluid leak: the cause of the access site bleeding was not determined since product was not returned for review. Pd-any device-(separation, break): the cause of the introducer orange hub detachment was not determined since product was not returned for review.